Event description:
The patient reported that since approximately (B)(6) 2020 five v-go 20 devices come off while patient is taking a shower. The patient confirmed that she does prepare the application site with and alcohol prep prior to applying the v-go device.